Event description:
The patient experienced a loss of therapeutic effect and shocking sensation. She lost relief after sensing a shock when exiting (B)(6) security last week. She was not able to turn her stimulation back on. She had difficulty with the patient programmer (pp). The pp was able to synch with the ins and showed that it was on. She had to increase stimulation but lost it shortly after increasing it. Before the shock she could consistently feel stimulation at 1.65 in group 1. Additional information has been requested.

Manufacturer narrative:
Lead model 3093-33, lot# v514854, implanted: 2011-(B)(6), explanted: na. Programmer model 3037, serial# (B)(4).